Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose and diabetes ketoacidosis on unknown date with the unknown blood glucose level. It was stated that the customer had high blood glucose of 400 mg/dl. Customer found out in the hospital that her insulin pump was not working. The customer has been using the insulin pump system within 48 hours of reported high blood glucose event. It was stated that the auto mode was applicable at the time of incident. Customer was asked to check reservoir for any air bubbles and there were no air bubbles. Displacement test was done and it was passed. Customer tried to deliver 5.0 unit fill cannula and insulin was dripping at the end of his tubing. Customer stopped further troubleshooting. No further patient complications were reported. The insulin pump will not be returned for analysis.